Event description:
It was reported during the implant that the lead had high p/s impedances and a suspected lead fracture at implant. It was also noted the patient had tortuous anatomy. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed distortion of the distal conductor.